Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). An additional elecsys troponin t hs lot number was provided, 795168. The qc was in range prior to the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 56.2 ng/l, and the repeat result after 1 hour was 37.7 ng/l. The sample was also ran on a e601 instrument in another lab and the results were 23 ng/l, and 18.1 ng/l. A new sample was collected, and the result was 3 ng/l, which was deemed to be correct. The physician did not accept the first 4 results to be correct and had the new sample collected.

Manufacturer narrative:
There were 5 sample quality-related alarms for sample clots that occurred within 8 hours, which is consistent with a sample quality problem. A general reagent or analyzer problem was not present, as the qc was passing prior to the event. The investigation was unable to determine a direct root cause.